Event description:
It was reported that the patient presented in-clinic for a routine check-up. Upon interrogation and review of remote transmission, it was noted that the left-ventricular (lv) lead exhibited far r-wave oversensing, loss of capture and was dislodged. As a resolution the lv lead was repositioned on (B)(6) 2025. The patient was stable.